Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that an asymptomatic patient presented remotely with far r oversensing on their implantable cardioverter defibrillator. Programming changes were made, which addressed the issue. The patient was stable throughout.